Manufacturer narrative:
(B)(4) the developement of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and the requirements met the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. The IFU also recommends using a cook lunderquist extra stiff wire guide (les). Use of this specific wire guide could prevent/reduce this failure mode from occurring and/or reduce the probability of the worst case severity occurring. Additionally, prior to removing the proximal trigger wire, the IFU instructs the user to verify the wire guide extends just distal to the aortic arch. A physician reference manual is available to all using physicians, which lists troubleshooting techniques that, if followed, could reduce the occurrence or reduce the likelihood of the worst case severity occurring from this failure mode. The proximal trigger wire contains an etch mark that is specified to be at a certain location. Location of this etch mark is verified on each device after the device is loaded. Change was implemented to the loading procedures that will reduce the likelihood of damage to the trigger wire during the loading process. An alternate deployment sequence has been approved for distribution in addition to the product's IFU. This deployment sequence will enable the physician to reposition the top cap with respect to the suprarenal stent subsequently releasing tension from the trigger wire allowing it to be removed. This was effective on feb 06, 2009. The mfg records for this device indicate the graft was manufactured after the implemented changes. No product or images were received to assist in this investigation. However, we will continue to monitor for similar complaints.

Event description:
During endovascular therapy on (B)(6)2009, standard procedure was followed and completed as normal until the point of black trigger wire release. The physician tried to remove the black trigger wire, however, it would not withdraw easily. They utilized the new instructions for use (IFU) and followed the steps sequentially and using a large introducer sheath for the balloon. The trigger wire actually removed without further incident. The remainder of the procedure was completed without any further problems and the pt is doing well. The physician has advised that it was a straightforward case without any angulation and no obvious reason or cause as to why the trigger wire would not release. There were no adverse effects on the pt.